Event description:
It was reported to philips that the device experienced an ECG bias error. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced an ECG bias error. There was no patient involvement. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the processor pca needed to be replaced. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped. Upon conclusion of the initial evaluation, it was originally reported that this was a malfunction of the processor pca. The processor pca was subsequently replaced to resolve the reported issue. However, a follow up analysis of the returned processor pca was completed and there were no noted issues that could have caused or contributed to a potential malfunction. The processor pca was found to be fully functional and a cause for the original failure could not be determined. The device remains at the customer site. No further investigation or action is warranted at this time.